Event description:
It was reported that following an unknown procedure, the surgeon suspects leakage several days post operatively. The patient had to be re-operated due to leakage. Additional information was requested. Facility is unwilling to provide information.

Manufacturer narrative:
(B) (4). (B) (4). (B) (6).

Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Received the following information on 5/27/2010: (B) (6) male; dx: sigmoid carcinoma; procedure: lap. Sigma resection; date of procedure: (B) (6 )2010; and date of leak (B) (6) 2010.

Event description:
A customer contacted baxter's (B)(4) regarding a system error (se) 2240 that appeared on the homechoice (hc) display during dwell 4/4. The technical service representative (tsr) assisted the home patient (hp) with troubleshooting. The tsr explained the alarms and the hp revealed that a supply bag fell off the table and disconnected. The tsr explained to discard all supplies and to report alarms to the peritoneal dialysis (pd) nurse the following morning. The hp to finish that night's therapy manually. The hc unit was operational. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up phone call by product surveillance to the nurse on (B)(6) 2010 regarding the alarm and the bag falling off the table, it was revealed that the hp had not reported her about this event. Per nurse, she had seen the hp about a couple of weeks ago, and hp is doing fine. Per nurse, hp did not have, or report any injury or harm since (B)(6) 2010. The nurse stated that the hp had not reported any defects on the supplies. The nurse did not know the lot number. Per nurse, hp is continuing therapy without any issues. The nurse assured this writer that she would also contact the hp about this incident and discuss appropriate measures to avoid such an incident. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.